Event description:
Boston scientific received information that the patient advocate stated following a device check-up the nurse had commented that the incision site was red. When arriving at home, the advocate was cleaning the site when it is thought that the patient was shocked and experienced syncope. Patient services referred the advocate to the patient's physician. The field representative was unable to obtain additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available the event will be updated.